Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance with device use since implantation and became a non-user due to lack of benefit. The device was subsequently explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.